Event description:
It was reported that at 89,354 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
(B)(4). The glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.